Event description:
It was reported by the customer that they continue to experience unintended stimulation. The customer was not able to provide any additional info. There was pt involvement. It was unk if there were adverse consequences, medical intervention or delays.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.